Manufacturer narrative:
The development of the zenith device successfully completed all verification and validation activities showing the device meets the design requirements and that the design requirements meet the needs of the user. Each device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings & precautions, and the correct deployment procedure. The physician stated that he believed the occlusion to be due to anastomotic insufficiency. Based on the limited information from the provided event description, it cannot be determined at this time where or why the occlusion formed. Additionally, it is unknown if the start of the occlusion was inside or distal to the stent graft. The physician stated that he believed the occlusion to be due to anastomotic insufficiency. The device remains implanted and no images were provided to assist in this investigation. At this time, we do not know the root cause of the issue. However, we have notified the appropriate individuals and we will continue to monitor for similar events.

Event description:
A female patient with ischemic heart disease and a previous history of hyperpiesia (on medication), underwent aaa repair in 2007. The patient's anatomical form was suitable for endovascular repair. The procedure was conducted as prescribed. Each zenith aaa endovascular graft was placed without any problems. Twelve days later, a follow-up CT revealed a partial occlusion from the left femoral artery through the left superficial femoral artery. In late 2007, a follow-up CT revealed a partial occlusion from the left iliac leg graft through the left femoral artery. The physician took a wait-and-see approach since the blood flow to the distal left inferior limb was retained. In 2009, a follow-up revealed the partial occlusion from the left iliac leg graft through the left femoral artery had not changed. The size (diameter) of the aneurysm had shrank 13mm (43mm->29mm) compared with the time of the zenith placement (2007). No additional procedure was performed.